Manufacturer narrative:
Returned bbl handpiece operational per regulatory specifications. This adverse event occured because of operator error. This was a failure to heed warning in the operator manual, "the bbl system is contraindicated for patients who are skin type vi."

Event description:
On (B)(6) 2017 a laser tech at medical aesthetics and laser performed a bbl treatment for hair reduction on a fitzpatrick skin type vi patient resulting in striping, crust, peel and a 2nd degree burn of her lower face.